Manufacturer narrative:
Zoll has not received the autopulse platform in the complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
The customer reported the autopulse platform (sn (B)(6) showed error codes during CPR. The customer reported user advisory (ua) 12 (lifeband not present) message, an inability to reinstall the lifeband, and ua07 (discrepancy between load 1 and load 2 too large) error messages. The platform stopped in between multiple times. No additional information was provided. Patient's status information was requested but the customer did not provide a response.